Event description:
Poor design of the sleeve and hard tubing that exits at the achilles causing pressure ulcer injury to patients. This patient had new area of purple/red on the right lateral leg 8cm x 1.5cm on the skin discovered upon removal of device.